Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were having some dizziness and headaches. The patient stated their device is part of the advisory describing the potential for a device circuit error to occur while the device is processing an atrial-sensed event and that their physician reprogrammed their device. The device remains in use. No further patient complications have been reported as a result of this event.